Manufacturer narrative:
Date of event - exact date of event not provided, best estimate is between (B)(6) 2018 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's eye due to fuzzy, hazy vision which could not be improved with the prescription spectacles. There was no medical intervention required like vitrectomy, sutures or incision enlargement. Patient outcome after replacement procedure states vision is improving with better clarity than with the explanted lens. Visual acuity pre-initial implant: 20/50. Visual acuity post-initial implant: fuzzy 20/40. Visual acuity post-replacement/repositioning: sharper 20/40. No other information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/15/2019. Device returned to manufacturer ¿ yes. Device evaluation: the sample was received wrapped inside a medical gauze inside of a biohazard resealable bag. Visual inspection with an unaided eye revealed the returned lens condition to contain residual ophthalmic visosurgical device (ovd) and one haptic to be further extended. Lens cleaned and dried. Further inspection under magnification revealed minimal scratches on the surface of the iol. The complaint issue cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction comment in follow-up #1: product returned to manufacturer was inavertedly entered as 5/15/2019, the correct date is 5/1/2019 . All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.